Event description:
It was reported that a pt who underwent an x-stop procedure at level l2-l3 did not improve their condition. The x-stop device was removed. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.